Event description:
This literature case describes the occurrence of fallopian tube perforation ("bilateral tubal perforation ") in a female patient who had essure inserted for female sterilisation. Literature reference: lazorwitz a; tocce k, a case series of removal of nickel-titanium sterilization microinserts from the uterine cornua using laparoscopic electrocautery for salpingectomy., contraception, 2017, xx:xx. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic salpingectomy and micro-insert removal). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: patient had tubal perforation of the microinsert noted at the time of removal. Diagnostic results: on an unspecified date, the patient underwent a prior hysterosalpingogram or transvaginal ultrasound examination to confirm device placement. Abstract : nickel-titanium sterilization microinserts are surgically removed for various indications, including persistent pain. Previously described removal techniques include salpingostomy and coronectomy with judicious use of electrocautery to avoid potential injury to adjacent structures or fracturing the microinsert. This case series presents our technique of laparoscopic salpingectomy, utilizing electrocautery on the microinsert. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This literature case describes the occurrence of fallopian tube perforation ("bilateral tubal perforation") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Literature reference: lazorwitz a; tocce k, a case series of removal of nickel-titanium sterilization microinserts from the uterine cornua using laparoscopic electrocautery for salpingectomy., contraception, 2017, xx:xx. The patient's past medical history included gravida ii and parity 2. No ectopic pregnancy. No c-section. No previous gynaecological intervention. No further relevant history or concurrent conditions. Concurrent conditions included general anesthesia (during essure placement). In 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopic salpingectomy and micro-insert removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation had resolved. The reporter considered fallopian tube perforation to be related to essure. The reporter commented patient had tubal perforation of the microinsert noted at the time of removal. It was medically necessary to remove essure. Pain resolved with essure removed. No complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Laparoscopy - on (B)(6) 2015: bilateral fallopian tube perforation. Nickel-titanium sterilization microinserts are surgically removed for various indications, including persistent pain. Previously described removal techniques include salpingostomy and cornuectomy with judicious use of electrocautery to avoid potential injury to adjacent structures or fracturing the microinsert. This case series presents our technique of laparoscopic salpingectomy, utilizing electrocautery on the microinsert. Most recent follow-up information incorporated above includes: on (B)(4) 2017: uterine/tubal perforation questionnaire received: patient's information (dob and initials) added; the previous event term "pain" was updated to "abdominal pain"; placement of essure date and removal date added; event outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.